Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited an increase in pacing threshold. However, during the attempt to reposition lead the helix would no longer retract. The physician then proceeded to explant lead and replaced lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed there were setscrew marks noted on terminal pin but there was no discernable set screw marks noted on the ring. This lead was extended and had dried blood and body fluid in the helix housing and past the neck region. This lead failed the helix mechanism test and this was most likely due to fluid infiltration into the helix mechanism. Blood clogging in helix mechanism was likely the root cause of helix mechanism difficulty. This lead passed continuity test with manipulation, hipot test and also electrical testing upon analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited an increase in pacing threshold during the attempt to reposition lead. However, during the attempt to reposition lead the helix would no longer retract. The physician then proceeded to explant lead and replaced lead successfully. No additional adverse patient effects were reported.